Event description:
The user facility reported that during a patient procedure, the cmax table started to emit smoke and a smoke odor. The hospital staff disconnected the table from the ac power supply and successfully completed the surgery. There were no procedural cancellations or injuries reported with the event.

Manufacturer narrative:
A steris service technician arrived at the facility to inspect the unit subject of the reported event. The technician removed the table base covers to examine the base interior and found evidence indicative of fluid intrusion in the table base interior. This fluid intrusion caused an electrical short and carbon blackening where the fuses are mounted on the table battery charger/power supply pc board. The technician conducted diagnostics to determine all damaged components and performed necessary repairs including placing rtv sealant around the base interior to prevent future fluid intrusion. The technician tested the unit for correct function/operation and returned the table to service.